Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. X-rays revealed that the left octrode lead had migrated. The patient also has only minimal stimulation on the right side. Reprogramming was attempted, but the issue was unable to be resolved. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.